Event description:
It was reported to medtronic minimed that the customer reported damaged pump and retainer ring daamge. The customer experienced hyperglycemia with blood glucose value of 350 mg/dl. The hyperglycemia was treated with pump. The event involved product(s) mmt-442ag, mmt-342, mmt-1884l. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-442ag, mmt-342. Mmt-1884l was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Pump passed the functional tests, including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube), broken battery tube threads and minor scratches on screen. Cosmetic damage was not confirmed at screen, however, other cosmetic damages were noted during visual inspection. No device problem was found during functional testing. Unable to verify customer alleged for high bgs. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.